Event description:
It was reported that an ilet pump did not appear to charge while on the charger for over two hours, with a green light visible with a reported blood glucose of 400 mg/dl, and charging was subsequently restored after the caregiver fully seated the wall plug. The user disconnected from the pump during this period and administered subcutaneous fast-acting insulin by pen. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to assign a device problem or component, though the event resolved after correcting the charger connection and completing a two-hour interval before reconnection post-mdi. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for medication without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was not established.